Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks. Double counting due to t-wave oversensing, and increased lead impedances were noted. Lead fracture was suspected. The lead was explanted.